Manufacturer narrative:
Customer reported post audible alarm, occlusion error, motor rate error and noise issues. Both tamper seals were broken, third party seals were present. Chipped top case corners, bottom case cracked by l-bracket, cracked left plunger case. Performed force sensor test. Force sensor was out of spec. With no pressure count is at 4 (should be in 30s), value = -1.11 lb. Problem due to normal wear. Found no visible damage to force sensor. Recalibrated the force sensor. Performed power up process, pm, occlusion test and all functional tests which it passed.

Event description:
It was reported that the device had post audible alarm, occlusion, motor rate error. Device was noisy. No patient injury was reported.

Event description:
Additional information received via email: no patient incident.

Manufacturer narrative:
Additional information b5, h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified force sensor test. The root cause of the issue was due to normal wear as the pump was over 3 years old.